Event description:
It was reported that a connection shield was found with inadequate iodine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number provided as (B)(6). The device was received and the evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.